Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm. Customer stated that low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was not complete/completely correct. The updated event information is being submitted via this follow up report under b5 section.

Event description:
Updated/corrected event narrative: customer reported that the battery life would last for 3 days maximum and overnight if using a sensor. Troubleshooting was performed and customer stated that timing was less than eight 8 hours from the low battery alert to replace the battery alert. The customer stated that the battery was not previously used, and the cap was not loose, cracked, or damaged. Customer also stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than eight (8) hours after the low battery warning. Pump will be replaced and it was advised to continue to use the pump until replacement arrives

Manufacturer narrative:
Retainer = black . The insulin pump was returned for blank display on event date september 20, 2022. Device passed the displacement test and self-test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Detailed trace analysis did not confirm power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. No unexpected battery alarms noted on long trace history files related to event date or blank display. Device was cut open to perform visual inspection and found no moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack electrical board1, electrical board2, motor and battery tube. Device received with broken battery tube threads, fading serial number label, and cracked case at belt clip rails. The device p-cap / test reservoir locks in place properly. Device was not confirmed for blank display anomalies. Device passed all required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
Customer reported that the battery life would last for 3 days maximum and overnight if using a sensor. Troubleshooting was performed and customer stated that timing was less than eight 8 hours from the low battery alert to replace the battery alert. The customer stated that the battery was not previously used, and the battery cap was not loose, cracked, or damaged. Customer also stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than eight hours after the low battery warning. The device was returned for analysis.